Manufacturer narrative:
B3: date is unknown, so estimated date was entered. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue and inflation issue are acknowledged within the instructions for use (IFU) and is not related to off label use or failure to follow instructions. Based on the information available, the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) implant device experienced ongoing issues with their scrotal pump. The surgeon noted that the pump was faulty as the lock out valve simply did not work properly, and the chamber immediately refilled once it was squeezed. A surgical procedure was performed during which the pump was explanted and replaced. There were no patient complications.